Event description:
It was reported that the fan spray kit battery had heated during use causing a liquid spill from the battery. Further clinical follow-up revealed that the health care provider opened the battery case where the reported battery leakage was observed. It was clarified that the reported battery "liquid spill" was contained within the battery case. There was no report of surgical delay or pt injury associated with the event.

Manufacturer narrative:
The device battery case was returned to the MFR for eval. Eval of the device observed all batteries still located inside the battery pack. The cable had been cut and the screw holding the battery halves together had been removed and the halves taped back together. Analysis of the batteries and battery pack found corrosion on batteries and terminals in battery pack. All batteries had swelled and vented their contents. The battery pack was analyzed and no wiring issues could be identified that could have caused the battery to swell and leak their contents. The pulsavac gun was not returned with the battery pack so the root cause could not be confirmed.